Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement. It was reported that there was a cycle view issue. The manufacturer representative (rep) stated that the automated trajectory guidance unit was being used in a bolt placement procedure. The system would cycle views without being prompted in the software when the camera switched from tracking the system tracker to the passive planar probe. It did not occur when going back to the automated trajectory guidance unit tracker once it was tracking the probe. There was no delay to the procedure. No reported impact to the patient. The rep stated that they would manually correct the view settings instead of the software. The system was on the slow side because there were four or five merged scans along with 17 planned trajectories. If this was normal behavior, they may have been too impatient with the software given the amount of data it was trying to load.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 1.3.2 h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.